Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had low blood glucose so they disconnected from the insulin pump. When they connected back to the device it had an alarm. They changed the battery but the device would only emit a beep and would not turn on. They removed the battery for 2 hours and cleaned the battery cap, but it did not resolve the issue. The customer¿s blood glucose was 130 mg/dl. The insulin pump will be returned for analysis.